Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited a no disposable clamp tubing alarm. No adverse effects were reported.

Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. The device was received in good condition with scratched screen. A cassette was attached to the device and ran with no issues. The reported issue could not be duplicated; the upstream sensor was recalibrated and the downstream sensor was replaced as preventive measure.